Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device received with shaft bent. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the shaft slightly bent. The device was tested with a generator and was functional. The shaft may have gotten damaged during transport. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to how this tube damage happed.